Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer continued using the pump for insulin therapy.